Event description:
It was observed that during the evaluation, the thunderbeat 5 mm, 20 cm, front-actuated grip type s exhibited peeling of the probe coating. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found peeling of the probe coating. Based on the investigation results, it is likely the reported phenomenon occurred by the following mechanism: 1. During output activation in seal & cut mode, the probe came into contact with metal, a surgical instrument, or hard tissue. 2. Due to ultrasonic vibration, the coating of the probe peeled off, and scratches were generated and causing error. Based on investigation results, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.